Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's display showed a black screen with text. The programmer was in boot up phase and eventually came to the find patient screen. The programmer was restored and remains in use. There was no patient involvement.